Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2006. Upon scheduled follow-up performed on (B)(6) 2008, the physician reported that one arrhythmia episode was inadequately classified as supra-ventricular tachycardia (svt), whereas the egms suggested a ventricular tachycardia (vt).

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Method: review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), ela is filing this MDR at this time. Because ovatio vr models do not provide for atrial rhythm analysis, it would be appropriate to program a slow vt zone in order to better detect a ventricular acceleration and therefore, discriminate a ventricular arrhythmia from a sinus tachycardia. In this specific case, a slow vt zone set to 160min-1 would have prevented this misclassification.